Manufacturer narrative:
The device was received not deployed. The download data showed that the pod had been deactivated by the user at the end of the first priming sequence. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that at pod activation although the pink slide moved forward the cannula did not deploy.